Event description:
During a plif l5-s1 surgeon implanted the spacer on one side of the level. Surgeon was in the process of implanting, on the other side of the disc, the second opal spacer and it broke in half. Surgeon was following the recommended technique and half way through when he rotated the cage it snapped and broke in half. Surgeon removed half of the implant and left the other half of the spacer cage in the pt. Surgeon completed the procedure by packing the disc space with bone graft.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as investigation is pending.